Event description:
The customer reported that the left (live) monitor was not working resulting in a loss of the live image. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The left monitor was replaced. The system was then found to be operating as intended.